Event description:
It was reported the device was leaking. There was no additional information provided.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked water tank and noisy pump. Functional testing found the device did leak from the tank cover. The root cause of the reported issue was found to be customer damage. Replaced the pump and tank cover. Device passed all functional testing.